Event description:
It was reported the surgeon "used the needle to inject into the patient's larynx. When he withdrew the needle he noticed the tip had broken and remained in the larynx. He removed the tip intact from the larynx."

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The sample has been received at the manufacturer; product evaluation is currently underway.

Manufacturer narrative:
Device evaluation: the complaint device was returned for evaluation. Evaluation confirmed that the needle is broken. Investigation of the breakage zone indicates a lateral deformation. This indicates that the needle was most likely bent during use and then straightened. The most likely root cause of the damage is from user error (bending and straightening of the needle). There was no patient impact and the surgeon removed the tip intact from the larynx. The lot number is unknown and a DHR could not be completed.